Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) vantage, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 23 mm navitor valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 207s and heparin was given. A pre-implant balloon valvuloplasty was done with 18 mm non-abbott balloon. The final implant depth at left coronary cusp (lcc) was 7 mm and at non-coronary cusp (ncc) was 6 mm. A transthoracic echocardiogram (tte) performed on (B)(6) 2026 showed increased aortic valve gradient compared to tte performed on (B)(6) 2026. The tee showed elevated gradient without nay clinical findings. The patient was asymptomatic and is on anticoagulant therapy. The patient does not present any new symptoms related top the event. The patient was reported discharged.